Event description:
It was reported that the user experienced persistent hyperglycemia after a supply change while using the ilet with inset 23 inch infusion sets, with a reported blood glucose of 240 mg/dl and multiple infusion set replacements due to continued high readings. Symptoms included hyperglycemia. Outcomes included product troubleshooting and education as well as shipment of replacement supplies. Investigation included user counseling to replace the infusion site in response to ongoing high glucose values and review of device use. Investigation of this case revealed that the cause of hyperglycemia was unclear and that no alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.